Event description:
Pt was on ventilator when three alarms sounded. The nurse saw the ventilator screen was reading "safety valve open." Nurse had to immediately ventilate the pt with ambu bag. Respiratory therapy came and assisted with trying to reset the ventilator by turning it off and back on several times. He then had to remove this ventilator from the pt's room as it would not reset. A different ventilator was brought to the pt room and reconnected as ordered vent settings. The pt was not in distress during this event.